Event description:
The customer reported that the 840 ventilator stopped cycling. No patient involvement. The customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien loaded the current software revision only. The ventilator passed all testing.